Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic sleeve procedure, during the first firing at the antrum of the stomach, when the surgeon fired the powered stapler, the device fired, spun, and articulated all at once. The stapler stopped and an orange warning on the back of stapler showed after firing. The surgeon tried to fire the device two more times but but there was little to no movement. The device was pulled out and the stapler broke from the load. The reload could not be removed from the tissue. He procedure had to be converted to open to retrieve the staple load. A manual stapler was used by the surgeon to cut around the staple load to remove it, then oversewed. The procedure was extended for two hours. The patient¿s hospitalization was also extended.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#:unknown), sigphandle, sig power sigphandle handle (serial#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter in a laparoscopic sleeve procedure, during the first firing at the antrum of the stomach, when the surgeon fired the powered stapler, the device fired, spun and articulated all at once. The stapler stopped and an orange warning on the back of stapler showed after firing. The surgeon tried to fire the device two more times but but there was little to no movement. The device was pulled out and the stapler broke from the load. The procedure had to be converted to open to retrieve the staple load. A manual stapler was used by the surgeon to cut around the staple load to remove it, then oversewed. The procedure was extended fortwo hours. The patient¿s hospitalization was also extended.

Manufacturer narrative:
Additional information: d9, d10, g3, h3, h6 d10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: (B)(6), sigphandle, sig power sigphandle handle (serial#: (B)(6) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 3 cm cut line. The distal sutures on the anvil and cartridge side were still anchored. The reinforcement material was missing on the both sides of the jaws. The reload adapter was broken and the articulation flag was bent. Functional testing found that the I-beam was advanced and the clamping mechanism was seen to be deformed. It was reported that the device was articulating or straightening during firing, there was partial firing, the loading unit disengaged and there was uncontrolled rotation. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues can occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Over flexure of the reload while attached to the instrument. If the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.